Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-unknown-liners-unk, lot # unk, item # 00771101500, femoral stem, lot # 61170469, item # 00620205422, cup, lot # 611257414, item # 00620105400, locking ring, lot # 62628006. Legal notification. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-02366, 0001822565-2018-02367.

Event description:
It was reported that a patient underwent an I&d procedure approximately 8 months post revision surgery. During the procedure, the following was noted: noted subcutaneous fat was ¿thickened and had a black residue, which seemed edematous¿; ¿there was obviously a significant amount of marginally viable and nonviable tissue including some of the trochanteric bone.¿ due to a large amount of necrotic tissue, the devices were not removed. Antibiotic beads were placed in the wound. Attempts have been made, and no further information has been provided.